Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation, (1) used and (1) unused. Visual assessment of the used device shows no ts or suture remain on the insertion needle. Ts and suture were not returned. Actuator is in it post t2 deployment position indicating a complete deployment of both ts. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. The unused device was removed from its packaging and tested for deployment using a rubber meniscus model. Each t deployed as intended. Reported complaint of non-deployment of t2 could not be confirmed or replicated. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Evaluation, method, conclusion : no product returned for evaluation. Evaluation of the fast-fix 360 curved ndl delivery sys was not possible, as the device is not being returned. Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of this complain. A complaint history review has not been identified or additional complaints for this lot number on file. We are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
During a meniscal repair procedure using the fast-fix 360 curved ndl delivery sys device the t2 second plug (t implant) did not deploy properly. No t implants remain unsupported in the patient's joint space. The case was completed successfully with an available backup device (ff360) after a minimal delay.